Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was very hard to pull through the tamper, which seemed to pull the plug off the artery. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in sterile field. The device was stored as per labeling. The device will not be returned for evaluation. The device was used in an interventional coronary procedure using a retrograde approach. The user is mynx certified. A 5f non-cordis sheath was used. He femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The mynx deployed properly and after two minutes, the air was removed from the balloon. There were no kinks in the sheath or device after removal. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was very hard to pull through the tamper, which seemed to pull the plug off the artery. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in sterile field. The device was stored as per labeling. The device was used in an interventional coronary procedure using a retrograde approach. The user is mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynx deployed properly and after two minutes, the air was removed from the balloon. There were no kinks in the sheath or device after removal. The device was not returned for analysis. The product history record (phr) review of lot f2318003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported events of ¿balloon-balloon retraction jam-inside advancer tube¿ and ¿sealant-sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon retraction jam experienced and the subsequent dislodgement of the sealant. However, procedural/handling factors (such as incomplete deflation of the balloon) are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ if the balloon is not fully deflated before being removed through the advancer tube lumen, it could result in a balloon retraction jam and dislodgement of the sealant. Neither the phr review, nor the information provided, suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.